Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after a fibula prefab mandible reconstruction case performed on (B)(6) 2014, the surgeon determined the post-operative results did not match the custom planning session for this case. The surgeon was involved with the online surgical planning and model creation process. Based on the model, a synthes plate was created specifically for this patient and procedure. The sales consultant did confirm that the plate was manufactured to the model specifications prior to the procedure. The exact cause for the resulting disparity is unknown. A revision surgery was performed on (B)(6) 2014. This is report 1 of 1 for com(B)(4).

Manufacturer narrative:
(B)(4) - lot number unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.